Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-14711 for details pertaining to the related reportable event section d information references the main component of the system and other applicable components are: product ID 37602, lot# serial# (B)(4) implanted: 2014-11-03, explanted: 2018-06-27; product type: implantable neurostimulator, 3004209178-2018-14711. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that there were open circuits with high impedances on all contacts while running impedance checks at 3.0v. Case <(>&<)> 0 10,035 ohms case <(>&<)> 1 16, 745 ohms case <(>&<)> 2 40,000 ohms case <(>&<)> 3 40,000 ohms 0 <(>&<)> 1 23,721 ohms 0 <(>&<)> 2 40,000 ohms 0 <(>&<)> 3 40,000 ohms 1 <(>&<)> 2 40,000 ohms 1 <(>&<)> 3 40,000 ohms 2 <(>&<)> 3 40,000 ohms the patient said their tremors returned a little more recently. No falls per the patient. The neurosurgeon tried to see if replacing the neurostimulator would help correct the issue, but the replacement was for regular battery depletion, not for troubleshooting. The issue was not resolved at the time. The right ins was replaced, but impedances did not change. It was a routine battery change and impedances were identified prior to changing out the battery in pre-op. After the batteries were replaced the impedances were still high on all contact pairings. After the right ins was replaced on 6/27/2018 the impedances were still high showing: case <(>&<)> 0. 9971 ohms case <(>&<)> 1. 19,687 ohms case <(>&<)> 2. 40,000 ohms case <(>&<)> 3. 40,000 ohms 0 <(>&<)> 1. 27,471 ohms 0 <(>&<)> 2. 40,000 ohms 0 <(>&<)> 3. 40,000 ohms 1 <(>&<)> 2. 40,000 ohms 1 <(>&<)> 3. 40,000 ohms 2 <(>&<)> 3. 40,000 ohms there were no further complications reported.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 3389s-40, lot# va0rr28, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the high impedances was the right lead wire. The device won't be returned. The replacement of the right brain lead resolved the issue. No further complications were reported. Additional information was received. It was reported the patient had a right brain lead replaced first on (B)(6) 2018, prior to the right extension wire replacement, to troubleshoot the impedance issues. This replacement did not correct the impedance problems. On (B)(6) 2018, the right extension wire was replaced and that did correct the impedance issues. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The patient underwent surgery on (B)(6) 2018 to replace the right side extension. This resolved the high impedance issue. No further complications were anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep reported the following post-op impedances which did not clear from the pre-op impedances: case <(>&<)> 0 6328 ohms case <(>&<)> 1 18166 ohms case <(>&<)> 2 40,000 ohms case <(>&<)> 3 40,000 ohms 0 <(>&<)> 1 24463 ohms 0 <(>&<)> 2 40,000 ohms 0 <(>&<)> 3 40,000 ohms 1 <(>&<)> 2 40,000 ohms 1 <(>&<)> 3 40,000 ohms 2 <(>&<)> 3 40,000 ohms no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep reported that the cause of the high impedances was not determined. The rep reported that the high impedances have not yet been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.